Event description:
During surgery (attempt to save pt) o2 pressure dropped, component of heart lung machine. Death not determined to be attributable to device. Pt coded on floor, brought to surgery to remove embolus.